Manufacturer narrative:
The root cause has not yet been identified. Data logs from the analyzer have been received. As there is no indication of a general problem radiometer's technicians will try to reproduce the issue by doing internal comparison tests.

Event description:
The customer reports the glucose results measured on abl835 flex in the central lab are 0.4 to 0.05 mmol/l higher in the range of 4 to 5 mmol/l compared to their roche modular analyze. As a consequence of that a pregnant woman went through a glucose tolerance test.